Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer changed the pump supplies and resumed insulin delivery.